Manufacturer narrative:
D4 - UDI number is not required for this product code/lot number combination. The di portion has been provided. The actual sample was not available to be returned to the manufacturing facility for evaluation. Therefore the investigation is based upon the user facility information and evaluation of the retention sample from the reported product. Visual and magnifying inspection of the mini guide wire found no anomalies. The outer diameter of the mini guide wire was measured and confirmed to meet manufacturing specifications. A review of the device history record and shipping inspection record of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found similar reports see MDR numbers 9681834-2017-00026, 9681834-2017-00027, 9681834-2017-00028 and 9681834-2017-00029 for similar reports for this product code/lot number combination from the same facility. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, the investigation results verified that the retention sample was the normal product with no inherent deficiency which would relate to the reported complaint. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : actual device not available

Event description:
The user facility reported a substance peeling off of the involved device. Follow up communication with the user facility confirmed the following information: after removing the needle, the wire was advanced through the cannula; when a flash of blood occurred the plastic cannula was then backed off of the introducer wire; when advancing the dilator/sheath over the wire it passed through the skin layers and was introduced into the artery when the urethane coating appeared to be peeling or getting scraped off of the introducer wire; the doctor then wiped the sheared coating off the wire with a 4*4 and continued the procedure; and there was not patient injury or medical intervention required.